Event description:
The nurse tried to attach an external multifuction electrode pad to the heartstart defibrillator hands-free electrode cable. It would not attach. The nurse found that the heartstart defibrillator hands-free electrode cable end was broken and would not align with the connector of the external multifunction electrode pad. The cable was replaced.